Event description:
It was reported that two days after insertion of the iab, the pump began experiencing frequent alarms. Then, blood was seen entering the helium tubing. The iab was removed and a replacement was not indicated. There was no pt complications.